Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison with her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the issue began however stated that she had obtained results of ¿250 and 330mg/dl¿ on the subject meter, which the patient felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes by self-adjusting her insulin doses and administered her usual dose of insulin, increasing by 2 units every three days. The patient reported that ¿over time¿ after the alleged issue occurred she developed symptoms of ¿tired and weak¿ however denied receiving any treatment. During the call, it was determined that the meter was set to the correct unit of measure and the strips had not expired however had been stored incorrectly. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event.